Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the incoming therapy electrode recognition test. Upon evaluation, there was an open pulse wire in the trunk cable. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.